Event description:
During an atrial flutter ablation procedure, the catheter was withdrawn from the sheath to replace the mapping catheter and the tip of the ablation catheter was found to be damaged. The device was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Visual inspection revealed the catheter was bent just distal to electrode ring 3 and the shaft material had been fractured at this location, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the fracture was determined to be removal of the catheter from its packaging which was determined to be design related.